Event description:
The device volumes were fluctuating. The co svc tech verified that the volume were out of spec and replaced the encoder assembly. The unit passed extended testing. This report is not an admission by that this device caused or contributed to the event alleged in this report.